Event description:
Possible hemolysis. Patient came in for treatment complaining of headache and back pain. Patient was hospitalized the next day with altered mental status. Hemocrit at 11. Previous reading was 37. Dr. Suspects hemolysis. Customer was told patient is ok the following day.